Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead was positioned and connected to the device. It was tested and found to exhibit oversensing. The lead was disconnected from the device and reconnected several times, with the same result. Next, the lead was repositioned, and the oversensing disappeared but a high out of range pacing impedance measurement was received. The lead was disconnected from the device and reconnected again, and still exhibited a high out of range pacing impedance measurement. The lead was repositioned again, and exhibited a pacing impedance measurement that was still high but was within range. The lead was kept in place. No adverse patient effects were reported.